Event description:
It was reported that during a non device related procedure, the physician dislodged the leads and the patient experienced inadequate stimulation. Additional information was received that the patient underwent a lead explant procedure and was doing well postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred 3 months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5032098.

Event description:
It was reported that during a non device related procedure, the physician dislodged the leads and the patient experienced inadequate stimulation.